Manufacturer narrative:
Complaint (B)(4) received. There were no allegations of patient harm. The customer did not return the device for evaluation.

Event description:
The device shut down during a procedure. The customer reset a power fail alarm and continued with the procedure without incident.